Manufacturer narrative:
The returned unit was patent. It did not meet requirements for the leakage test. The distal patient line tubing was observed to be d isconnected from the patient line stopcock. Adhesive was observed within the interior of the tubing to luer connection. The drip chamber stopcock was observed to be disconnected from the drip chamber. Adhesive was observed on the exterior and in the interior of the stopcock to drip chamber connection. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the drip chamber stopcock disconnected from the drip chamber. It was also reported that the patient was unaffected by the event.